Manufacturer narrative:
Visual inspection of the returned 23 gauge vitrectomy probe revealed the following: the sample was deemed conforming. Functional inspection: the sample would actuate and aspirate properly, but would not cut tissue. The probe was disassembled and the components inspected. The inner cutter exhibited significant wear on the cutting edge (reshaped) indicating the probe had been used extensively. The significantly worn/damaged inner cutter edge has affected the cutting ability of the probe. One lot number was identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. Product eval determined the root cause to be a damaged cutting edge. Significant wear on the cutting edge indicates that the probe may have been initially working properly. This investigation result does not support the complaint claim "occurred from the beginning of the surgery" because the returned sample exhibited a significantly worn out inner cutter. The product was found to aspirate properly when tested. Probes are 100% visually and functionally tested during mfg. A nonconformance (example, "cut failure") would have been detected during assembly and testing and subsequently removed from the lot. Furthermore, the worn cutting edge indicates that the probe had been initially working properly until the cutting edge was damaged. (B)(4).

Event description:
A surgeon reported experiencing poor cutting and poor aspiration with the vitrectomy probe from the beginning of a procedure. The issue resolved after the product was replaced. There was no harm to the patient.